Manufacturer narrative:
The manufacturer did not receive the explanted device for review. Two x-rays and two photographs were received and will be reviewed within the investigation process. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb pp dist fem plate, r,12 h, l. 278mm on (B)(6) 2015 to treat a distal femur periprosthetic fracture. It was reported that the ncb plate broke on (B)(6) 2015 without any extra load, trauma or vehicle incident. The patient underwent a revision surgery on an unknown date and the plate was removed.

Manufacturer narrative:
Supplemental information was received on (B)(6) 2015: as soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was now reported that the implantation surgery occurred on (B)(6) 2015 and the revision surgery on (B)(6) 2015.

Manufacturer narrative:
DHR review: DHR records were reviewed and found to be conforming. Trend analysis: no trend identified. Compatibility check: the compatibility check could not be performed as only one product was reported. Review of incoming information: it was reported that a ncb pp distal femoral plate was implanted on (B)(6) 2015 to treat a distal femur periprosthetic fracture. The ncb pp was fractured without any extra load, trauma or vehicle incident on (B)(6) 2015. The revision surgery took place on (B)(6) 2015. Two pictures of the plate and 6 x-rays were returned for evaluation. The pictures showed the broken plate after revision surgery. All received x-rays were undated. Three of them showed the broken plate with an existing prosthesis. The others showed a new plate implanted after removal of the broken plate . Due to poor quality of x-rays no meaningful analysis could be performed. A surgical report was provided. It was written that a (B)(6) patient had a right distal femoral re-fracture. A ncb pp plate was implanted on (B)(6) 2015. According to the patient, on (B)(6) 2015 in the evening the patient turned while he was moving on crutches with graduated weight bearing on the right leg, felt moderate meralgia, and noticed pathological instability in the right femur. After x-ray control it could be seen that the plate was broken at the level of the femoral fracture. On (B)(6) 2015 the broken plate was removed and replaced with a new plate and screws. The patient has total knee replacements on both sides. No further documents were available. Devices analysis: the broken plate was returned for investigation. No screws were returned. The visual examination showed that the plate was broken through the 8th screw hole seen from proximal. Both fracture surfaces were heavily deformed/damaged and showed polished areas. On the broken distal part, damages and polished areas on the broken screw hole (thread) could be seen. No other abnormalities could be found on the plate. Review of internal documents: inspection plan: 100% visual inspection was conducted. Possible causes for the reported event: breakage of implant due to movement between implants leads to notching / fretting. Not possible as there is no evidence for notching or fretting. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible as research reports were evaluated. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible as no signs of corrosion found during investigation. Failure of surgery due to off label use. Not possible as no evidence for off label use found. Breakage of implant due to implant will be implanted against contraindication. Not possible as the implant was not implanted against contraindication. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible as the x-ray do not show any failure. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Not possible as the x-ray do not show any failure in plate positioning. Breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent. Not possible as the plate seems not to be bent. Breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible as it could be that the patient was not aware of postoperative restriction. It is also possible that the user/surgeon did not follow the IFU. Breakage of implant due to patient did not follow the postoperative protocol. Possible as it could be that the patient did not follow the postoperative protocol. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The plate breakage occurred approximately after 2 months. The returned plate showed damages and polished areas in the fracture surfaces. Therefore no meaningful analysis of the fracture pattern could be performed. However, there are several factors which may have contributed to the breakage. It is possible that the patient did not follow the post operative protocol. It is possible that the plate was over stressed. It is possible that too much weight was applied to the leg. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).